Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0210 on (B)(6) 2005. Many years later the patient has suffered constant back, leg, pelvic and abdominal pain, vaginal bleeding, painful intercourse, urine leakage, frequency and urgency, recurrent infections, and multiple surgeries. No further information has been provided.